Event description:
It was reported that the remote monitor started smoking. A new monitor was ordered for the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Remote monitor analysis: the monitor was returned and revealed that there was a software service error code indication and miscellaneous service error code indication. If information is provided in the future, a supplemental report will be issued.